Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating there was a "speaker technical error" and no alarm sound. The problem occurs intermittently. This time after a while (about 12-24 hours) when the monitoring has been going for a while. When you shut down the x3, remove the battery, wait a little and then start it up again the problem disappears. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed) and confirmed the reported issue. The biomed confirmed that exchanging the speaker fixed the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).